Event description:
Patient stated her pump was not delivering medication one day, it was running, no leaking, no alarms in pump but she had more short of breath. (Resolved) directed by rn to restart remodulin at a lower dose, and she worked her way back up to dose of 37 ng/kg/min. Not sure if pump issue or site issue, patient was afraid to use pump so didn't (no batteries, so most likely lost program). Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Did occur while in use, she was able to use back up pump. Pump available for return. Dates of use: from (B)(6) 2020 to current. Diagnosis: pah. Reported to (B)(6) by: patient/caregiver.